Event description:
It was reported that the right ventricular lead had high thresholds, low pacing impedance and high short interval counts. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis of the device memory indicated the right ventricular lead integrity alert, the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range, pacing capture threshold in the rv (right ventricle) was elevated and oversensing due to non-physiologic signals/sic (sensing integrity counter). (B)(4).